Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user stated one of the l brackets for the back was broken during use.